Manufacturer narrative:
The field service engineer (fse) found that the nozzle tubing on rinse mechanism 1 had a hole in it. The tubing was repaired and reinstalled. Operational and mechanical checks were performed successfully. The alarm trace did not show a conspicuous event. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable hdlc4 hdl-cholesterol plus 4th generation results from 30 patients on a cobas 8000 cobas c 701 module. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory. The repeat results from c701 analyzers sn: (B)(4) were deemed correct. The hdl reagent lot is 590657. The expiration date was requested but not provided.